Manufacturer narrative:
Device 1 of 2. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product distributor that the end user reported that their catheters had packages that were damaged. "Each individual catheter package was damaged, appeared to be crushed". The end user used the damaged product and reports, "urine leaked from the side or top of the catheter where you would not expect leakage". Attempts to collect additional information was performed, no new information received. Lot number unknown. 2 mdrs will be submitted for this complaint one for known device with issue and other for unknown qty of product, since unable to confirm exact qty.